Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage was 2.58 v today and an inquiry was made for what the battery voltage was in the device performance data. The device is still in use. No patient complications were reported as a result of this event.